Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. D4: batch # 229c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 229c69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4: batch # unk. Investigation summary. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, a9c41x, and no non-conformances were identified. Manufacturing date: 01/23/2023, expiration date: 12/31/2027. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a unknown procedure two staplers were used unsuccessfully. According to a medical report, the material got stuck during the use. No patient consequences reported. No further information is available.